Manufacturer narrative:
The reported complaint of "the autopulse platform (sn: (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during the functional testing and based on the archive data review. The root cause for the ua07 error was due to a defective load cell module 2. The broken front enclosure and defective load cell were likely attributed to mishandling such as a drop. Visual inspection of the returned platform was performed. The front enclosure was observed damaged with a broken screw fitting, and the edges were also observed broken and chipped. The noted physical damages were unrelated to the reported complaint and appeared to be the characteristic of harsh impact due to user mishandling. The front enclosure will be replaced to remedy the issue. Review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error messages to have occurred on the customer's reported event date; thus, confirming the reported complaint. During functional testing, user advisory (ua) 07 error message displayed upon power up the device; thus, confirming the reported complaint. The load cell characterization test results confirmed load cell module 2 was over reported. The load cell 2 needs to be replaced to address the ua07 error. After replacing the defective load cell, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn: (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. The user could not clear the error code. No patient involvement.